Event description:
It was reported that the battery was not charging. The battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the name of the initial reporter, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the controller (con402815) and battery (bat510887) were not returned for evaluation. Log file analysis revealed four (4) controller power-up events, with associated motor start events, logged on (B)(6) 2021 at 19:26:58, on (B)(6) 2021 at 16:33:49 and at 16:34:09, and on (B)(6) 2021 at 22:12:38. No anomalies were observed leading up to the losses of power. The controller was without power for 11 seconds, 8 seconds, a maximum of 28 seconds, and 9 seconds, respectively. Additionally, review of the data log file revealed that bat510887 was not in use with the controller within the analyzed period. As a result, the reported loss of power event was confirmed. The reported not charging event could not be confirmed since the battery was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of te mperature range, and/or a charge time-out of eight (8) hours. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investiga ting controller losses of power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 serial #:(B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B3 date of event corrected from 24-dec-2021 to 16-dec-2021. B5 corrected to indicate there was a loss of power to the controller. E1 first name corrected from unknown unknown to patricia conejero and country corrected from it to es. G3 date MFR rec on initial report = 23-dec-2021. H10 corrected to include the controller as an additional product. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 12-sep-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the the controller exhibited an unexpected loss of power. The controller was exchanged.